Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and its associated effects.

Event description:
Patient's wife contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and an adverse event that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. The patient's wife stated that the patient was not cognitive, sweating profusely, was not coherent and could not talk. The patient's wife called 911. The paramedics arrived and gave the patient an IV in the right arm, filled with sugar water, and liquid gel by mouth. The patient did not go to the hospital and there was no additional test. At the time of contact, the patient was in good condition. Calibration was not performed after experiencing inaccuracy. The dexcom g4 platinum continuous glucose monitoring system user's guide states: if the difference between your sensor glucose reading and blood glucose value is greater than 20% of the blood glucose value for sensor glucose readings > 80 mg/dl or greater than 20 points for sensor glucose readings < 80 mg/dl, wash your hands and take another blood glucose measurement. If the difference between this second blood glucose measurement and the sensor is still greater than 20% for sensor glucose readings > 80 mg/dl or greater than 20 points for sensor glucose readings < 80 mg/dl, recalibrate your sensor using the second blood glucose value. The sensor glucose reading will correct over the next 15 minutes. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.